Event description:
It was reported that during an esophageal procedure that the stent suture broke. As the physician was attempting to implant a ultraflex esophageal stent, the stent suture broke. The stent was 80% partially deployed and the rest was fixed on the shaft. The procedure was completed with another of the same device. No patient complications were reported, and patient status post procedure is good.

Manufacturer narrative:
Device analysis confirmed that the suture thread had broken and was frayed at the location of the break. The stent was partially deployed on its return, however the remaining attached suture thread was retracted and the stent was fully deployed without any issues being noted. As part of our manufacturing processes all units are 100% visually inspected for any possible damages. During manufacturing, a 100% inspection is carried out on all units to detect any loose loops or visible loose thread, another inspection is also done to detect the braided thread for knots, frays and blemishes along its length. Crochet thread is tensile tested at incoming inspection; the specification is 90n / 20.23lbs for the minimum loaded break. It is noted that the device failed to meet specifications in its returned condition. However a review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution.